Event description:
A report received from the USA stated an 840 ventilator experienced a blank display. There was no pt involvement reported.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui), printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), and upgraded the software to the current revision. The unit passed all testing and operates within the mfg specs. (B)(4). The reported issue is a known failure. Three scenarios may occur when the graphical user interface (gui) does not function as intended. The upper screen becomes blank; the lower screens becomes blank; the upper and lower screens become blank. Covidien failure investigation has determined that the root cause for the three scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba).